Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value above 424 mg/dl at the time of the event and was treated with a manual injection. The customer experienced symptoms such as nausea, and abdominal pain. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours and the auto mode/smart guard feature was not active at the time of the high blood glucose event. The customer woke up with high readings leading up to the event. The symptoms that the customer was currently reported related to the high blood glucose were vomiting, abdominal pain, sluggishness, brain foggy, and stiffness. The customer stated that the air bubbles were present along the tubing length and found the cannula bent. The customer did not determine the approximate size of the air bubbles was soda pop or champagne size. The customer noticed the air bubbles during therapy and the location of air bubbles in the reservoir. The customer doesn't have a plunger. The customer received an alarm was generated when the pump detects movement in hall sensor counts that was unexpected since the pump did not command motor movement (pump error 130). The customer stated that the pump was not exposed to a high magnetic environment. The customer was able to clear the alarm successfully and was able to complete the rewind. The customer performed the displacement test and the test was successful. No further patient complications were reported. It was unknown whether the customer will continue using the device and the insulin pump will not be returned for analysis.